Event description:
It was reported that during testing conducted at the manufacturer facility, the foot of the dura guard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was determined that a probable cause for the bent foot was excessive sideload being applied to the device. The dura guard is not a repairable device and will therefore not be returned to the user facility.